Event description:
It was reported the hp052 was being used during a general surgery procedure. It was reported that the device sets off an alarm when it should not. The procedure was completed without consequence to the pt.